Event description:
The manufacturer called an urgent device recall on the hemorrhoidal stapler, removing the entire product off the shelf and left the hospital with no stock to do the procedures.======================manufacturer response for hemorrhoidal stapler, (brand not provided) (per site reporter).======================in the process of producing new devices.